Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as the patient made a mistake, did not wear a mask and did not clean area before starting pd. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was due to the patient making a mistake, not wearing a mask or cleaning area before starting pd. The patient was not hospitalized nor was a peritoneal dialysis analysis or culture performed. On an unreported date, the patient began remedial treatment with amikacin (250mg ip, frequency not reported). A causality assessment was not reported.

Manufacturer narrative:
(B)(4). The reported event was confirmed. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.